Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 36866836, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4). Investigation result: the device was not returned to boston scientific for analysis. A review of the photographic evidence provided from the field was performed; however, the image lacked sufficient detail and clarity to support confirmation or further assessment of the reported event. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief" is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the leads had migrated which was confirmed via imaging. The patient was also experiencing inadequate pain relief. The patient underwent lead replacement procedure. Patient was stable postoperatively. Product explanted retained per facility policy.